Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019, that on (B)(6)2019, there was an inaccuracy between the continuous glucose monitor (cgm) mmol/l and the blood glucose (bg) mmol/l meter. The sensor was inserted at the upper buttocks on 02/10/2019. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid.